Manufacturer narrative:
The first manual power up was recorded on the 13th april 2015, with the device successfully passing a self-test. The device records multiple manual power ups, all under one minute duration between the 1st june 2015 and the last log entry on the 17th august 2015. Investigation was unable to replicate or find any evidence of the reported fault. Previous experience has shown that faults of the reported nature can be characterised by multiple manual power ups, mainly of ten minutes duration, due to a membrane failure. There were no ten minute manual power ups recorded in the history log, therefore it is assumed the customer returned the device in response to the field safety corrective action, despite not observing the reported fault. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.

Event description:
There was no patient involved in this event. Device switches on automatically.